Manufacturer narrative:
The customer evaluated the analyzer with the assistance of field service engineer (fse) and determined that the customer had been installing the filter incorrectly. The customer reinstalled the filter correctly and the pressure was in normal range. The analyzer was operating as expected. There was no further action required by fse.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the g8 analyzer. The review of the event indicated that the g8 analyzer experienced pressure error messages, which caused delayed reporting of critical patient results. This report from was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.